Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that one of the lumen of a double lumen turbo-ject power injectable broke during use. No adverse effects have been reported.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that one of the lumens of a PICC line from a turbo-ject power-injectable PICC set (part number upicds-5.0-CT-otw-st-1110, lot number unknown) broke. No other information was available and this complaint. The complaint device was not available for return. A review of the complaint history, instructions for use (IFU) and quality control was conducted during the investigation. The visual inspection of the complaint device could not be completed as the device was not returned for evaluation. The customer reported two cases of this failure mode at the same time for the same part number. In that related complaint (mfg. Report reference #: (B)(4), it was determined the clear catheter tubing has partially separated at the hub, and it is assumed the failure mode is the same for both complaints. Additionally, a document based investigation evaluation was performed. A review of the device master record found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and a database search for additional complaints could not be completed as the lot number is unknown. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: -the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. -do not power inject if maximum injection rate cannot be verified to meet limit printed n catheter hub or extension tube. -if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause was not established. Appropriate measures have been taken to address this failure mode. A CAPA was identified to be open and in progress for this failure mode and the CAPA engineer was informed of this complaint. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.